Event description:
Medtronic received information that approximately seven weeks following the implant of this prosthetic ring, lack of endothelization was observed, particularly at the level of the posterior mitral annulus. The ring was explanted and replaced with a mechanical artificial valve, because there was concern that, if it were replaced by another annuloplasty product, an identical problem might occur. There were no adverse patient effects, and the replacement resolved the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned for analysis. A serial number was provided; however, was found to be incorrect; therefore, no device history review could be performed. Conclusion: without the return of the product and no serial number, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be provided, a follow up report will be submitted. (B)(4).